Event description:
Arterial line insertion of catheter went fine, but when safe set was connected to catheter, blood was coming out from around the connection site. Arterial line itself was plugged in and still had a waveform and reading. All connections were checked and tight and arterial line had blood return and flushed without difficulty. When line was flushed with saline, bubbles were noted to be coming from around connection site. Arterial line set up was replaced, and issue was resolved.